Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: initial experience in japan with heartware ventricular assist device. Journal of artificial organs, 2014: 17: 149-156. Doi 10.1007/s10047-013-0753-x. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients who experienced complications while on vad support, including infection, sepsis, surgical bleeding and cardiac tamponade, need for prolonged mechanical ventilation post-operatively, and renal and hepatic dysfunction. One patient also experienced a pump thrombus, resulting in vad high power and low flows, that required a pump exchange. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Pumps with unknown serial numbers were not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial numbers are unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, incorrect setting of alarm thresholds. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at inflow cannula/outflow graft, poor vad filling, kink in outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.